Manufacturer narrative:
The account found the brake block is broken. The account replaced the brake block to resolve the issue.

Event description:
The account alleged the brake caster will not hold when the brake is set. No pt impact.